Event description:
It was reported that leakage of non-biohazard that was under pressure occurred with a bd facscanto¿ ii system w/fluidics cart. The following information was provided by the initial reporter: liquid is under the device, 349379 float sensor, plenum does not work correctly. Was the leak fluid or air? There was a fluid leak". Was the leak contained within the instrument? Liquid was inside the device and outside. Was the leak in a customer accessible location? No what was the fluid that leaked? It was spraying. Fluid was from plenum - sheath. What is the source of leak - waste line or non-waste line? Non-waste line. Was the customer exposed to biohazard fluids (example: blood, tissue, waste)? No if customer was exposed, how were they exposed? Customer was not exposed. Was personal protective equipment (ppe) being worn? Yes. Was biohazard fluid mixed with bleach? Yes. Was there any physical harm/injury or impact to patient samples due to leak? No. If customer was harmed/injured, provide details - how and to what extent? The customer was not harmed. If there was patient harm, what is the current medical status? The customer was not harmed.

Manufacturer narrative:
H.6. Investigation summary. Scope of issue: the scope of issue is only limited to part # 338962 and serial # (B)(6). ¿ problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2/2 sys ivd- 338962 that there is liquid under the device. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 18may2019 to date 18may2020. ¿ complaint trend: there are five similar complaints related to this issue of liquid under the device. The complaint #¿s are; (B)(4), (B)(4), (B)(4), (B)(4) and this one, # (B)(4). Date range from 18may2019 to date 18may2020. ¿ manufacturing device history record (DHR) review: review of DHR part # 338962 serial # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the issue was due to a faulty float sensor of the plenum, p/n 349379. This function failed which allowed the plenum to overfill with sheath fluid and leak through the threads. According to a senior service engineer a leak from the plenum would not be under pressure but will leak from being full. Although there was liquid, or sheath, underneath the device, the source of the leak was contained within the instrument. The fse (field service engineer) replaced the defective part and could not replicated the issue of a leak. There is no harm to the user or any risk to patient samples because the machine would be inoperable with this fault. After the repair, the instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to customer health or safety. Service max review: review of related work order #: 01464964, case #(B)(4). Install date: 06apr2020. Defective part number: 349379 float sensor. Work order notes: o subject / reported: liquid is under the device. O problem description: liquid is under the device. 349379 float sensor, plenum does not work correctly. O work performed: may 18, 2020: 349379 float sensor, plenum was checked. May 19, 2020: additional troubleshooting visit was organized with remote support of (B)(6). Foc warranty replacement is confirmed by (B)(6). Bioline ukraine placed foc order (ref (B)(4)). May 25, 2020: the spare part is ready for shipment. May 27, 2020: fse replaced the float sensor, plenum (349379) hydrophobic filters. O cause: 349379 float sensor, plenum is faulty. O solution: may 18, 2020: the device is out of working order. May 27, 2020: the issue is successfully resolved, the device in working order. ¿ returned sample evaluation: a return sample was not requested because this is not a returnable part and was discarded. ¿ risk analysis: risk management file part #338960-04ra, version 01 was reviewed. No new hazard have been identified and the current mitigation are sufficient. Hazard(s) identified? Yes, no. O item: 1. Plenum ¿ including float. O function: 1.1 fluid reserve to minimize fluctuations within the fluidics. O potential failure mode: 1.1.1 fluidics fluctuate. O potential effects of failure: 1.1.1.1 flow not steady - too high. Sensitivity decreases, counts are missed. O potential cause(s)/mechanism(s) of failure: leaks at valves. O current controls: 1. Clean cycle 2. Maintenance. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 9. O occ: 1 . O det: 6. O rpn: 54. Mitigation(s) sufficient yes, no. ¿ root cause: based on the investigation results the root cause due to a faulty plenum float sensor, part# 349379. ¿ conclusion: based on the investigation results, the root cause of the liquid underneath the device was due a defective float sensor in the plenum that allowed sheath fluid to overflow. There was no spray of pressure nor was there harm or injury due to the leak. After the repair, the instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage of non-biohazard that was under pressure occurred with a bd facscanto¿ ii system w/fluidics cart. The following information was provided by the initial reporter: liquid is under the device, 349379 float sensor, plenum does not work correctly. Was the leak fluid or air? There was a fluid leak. Was the leak contained within the instrument? Liquid was inside the device and outside. Was the leak in a customer accessible location? No. What was the fluid that leaked? It was spraying. Fluid was from plenum - sheath. What is the source of leak - waste line or non-waste line? Non-waste line. Was the customer exposed to biohazard fluids (example: blood, tissue, waste)? No. If customer was exposed, how were they exposed? Customer was not exposed. Was personal protective equipment (ppe) being worn? Yes. Was biohazard fluid mixed with bleach? Yes. Was there any physical harm/injury or impact to patient samples due to leak? No. If customer was harmed/injured, provide details - how and to what extent? The customer was not harmed. If there was patient harm, what is the current medical status? The customer was not harmed.